Event description:
Prolonged history of pain in hip joint. Uncemented femoral stem (solid, left insitu). MRI showed marked osteolysis of anterior acetabular wall. Small pseudo-tumour surrounding joint capsule, mild grey staining of other tissues. All acetabular components removed. Pathology specimens taken.

Manufacturer narrative:
The devices associated with this report were not returned. Following receipt of patient x-ray attachments, the complaint was transferred to bioengineering for investigation (B)(4) 2011. Rays show at cup at about 38deg with some apparent version. Without the full set of x-rays is not possible to comment on changes over time with respect to the superior edge of the cup. The stem may have some bone remodeling at the distal tip and appears fixed without the full set of x-rays it is not possible to comment on changes over time. Without the contra-lateral it is not possible to comment on leg length and offset. Root cause: undetermined, with the information given it is not possible to say why the staining of the tissues occurred or where the debris originated from to cause the reaction, (if histology confirms this was an adverse metal reaction). Adverse metal reactions are reported in a number of metal on metal devices and show the type of symptoms reported here. This can be due increased wear of the metal components which in this case may be the shell/bone, liner/shell, head/liner, head/stem or stem/bone interfaces. The long term pain may have many causes soft tissue imbalance, implants etc. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.